Event description:
It was reported that the jaw locked closed on two devices during use. The procedure was completed with a competitive device. No patient injury or other complications were reported.

Manufacturer narrative:
A relationship between the device and reported incident was established based on visual and functional evaluations. Visual evaluation of the returned device shows device was received with its lever stuck in a semi-closed position. Upon opening the device, the pinion gear was found out of position. Functional test on the device could not be performed due to lever getting stuck and had to manually release to open jaws. Based on visual and functional observations, customers complaint was confirmed. Root cause based on further evaluation is due to insufficient manufacturing specification. Changes have been implemented to eliminate or reduce the failure from happening again. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.